Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was not performed since the lot number and product code were not provided. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the physician was using the slim capio suture capturing device and the bullet/suture" did not come back with device as it should. The device did not work properly hence the "bullet/suture" is left in right ligament and the physician was unable to retrieve it. Therefore, the suture is left inside the patient". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
Qn#: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be completed as no lot number was provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the physician was using the slim capio suture capturing device and the bullet/suture" did not come back with device as it should. The device did not work properly hence the "bullet/suture" is left in right ligament and the physician was unable to retrieve it. Therefore, the suture is left inside the patient". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.